Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices- model: evolutpro-29; trans- catheter aortic valve; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients dual chamber implantable pulse generator (ipg) system was extracted due to an infection. No further patient complications have been reported as a result of this event.